Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer found that the cuvettes were overflowing, and he made adjustments. The event was consistent with an incorrect adjustment of the tubing after the replacement of the cuvette washing station. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. For calcium gen.2, the following examples were provided: sample 1 initial result was 1.34 mmol/l, and the repeat result was 2.45 mmol/l. Sample 2 initial result was 1.72 mmol/l, and the repeat result was 2.19 mmol/l. Sample 3 initial result was 0.82 mmol/l, and the repeat result was 2.08 mmol/l. Sample 4 initial result was 1.37 mmol/l, and the repeat result was 2.2 mmol/l. Sample 5 initial result was 2.18 mmol/l, and the repeat result was 1.76 mmol/l. Sample 6 initial result was 1.23 mmol/l, and the repeat result was 2.4 mmol/l. Sample 7 initial result was 2.1 mmol/l, and the repeat result was 1.52 mmol/l. Sample 8 initial result was 1.46 mmol/l, and the repeat result was 2.47 mmol/l. Sample 9 initial result was 1.72 mmol/l, and the repeat result was 2.16 mmol/l. Sample 10 initial result was 1.76 mmol/l, and the repeat result was 215 mmol/l. For creatinine (jaffe), the following examples were provided: the initial result was <15, and the repeat result was 30. The unit of measure was not provided. The questionable results were not reported outside of the laboratory.